Manufacturer narrative:
A visual inspection was performed on the retuned guide wire and the reported core separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that inadvertent mishandling and/or manipulation of the guide wire during advancement against the anatomy or other devices used, the guide wire became kinked. Additional manipulation during retraction likely caused the noted core/polymer separation, core break and polymer tears. Additionally, the reported treatments appear to be related to the operational context of the procedure as a snare device was used to successfully remove the separated piece delaying the procedure. The noted teflon damage likely occurred during retraction and was likely caused by the torque device used in the procedure. The noted bends on the guide wire likely occurred during packing for return analysis. The noted kinks likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a restenosed and chronic totally occluded lesion in the iliac vein. A 014 ht winn 200t guide wire was advanced from right to left passing an occluded stent. The guide wire was supported with an unspecified catheter and an unspecified support catheter. There was 1cm left to pass the occluded stent; however, it was decided to change the catheter. The catheter and support catheter were removed. It was then noted that the guide wire had separated into two pieces. The proximal portion of the guide wire was removed, but 20cm of the distal guide wire remained in the patient. A snare was used to successfully remove the separated piece. There was clinically significant delay in the procedure. The procedure was successfully completed with a new puncture. No additional information was provided.